Manufacturer narrative:
This will be filed as a serious injury summary report per FDA exemption approval number - e2015009. The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effect of cerebrovascular accident as listed in the mitraclip system electronic instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the limited information reviewed, a conclusive cause for the reported cerebrovascular accident could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 10 cerebrovascular accident events which are considered serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Patients¿ mean age 77 years, ranging from 63 - 84 years. 50% patients were male, 50% patients were female. This will be filed by 7/31/2020 as a serious injury summary report per FDA exemption approval number - e2015009. No additional information was provided.